Event description:
It was reported that the patient with this right ventricular lead stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. High out of range shock impedance measurements were found. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this lead remains in service and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).